Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. Therapy date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-02367. It was reported that the patient had an injection under x-ray during which it was discovered that one of the leads had migrated out of the epidural space into the ipg pocket. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the entire was explanted and replaced with a new system resolving the issue. Reportedly, therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02367.